Event description:
It was reported that a cvicu pt experienced a decrease in blood pressure from 110/37mmhg to 60/unk mmhg during a platelet transfusion through the device. The pt's head was lowered and a neosynephrine drip was given. Blood pressure increased.

Manufacturer narrative:
Analysis the symptom of hypotension during transfusion of pts undergoing cardiac surgery appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability may be any one or several of the following circumstances: anesthesia, transfusion, angiotension coverting enzyme inhibitors, rapid transfusion flow rates, and routine use of vasconstrictors and vasodilators. A specific report of transfusion reactions and use of the device, independent of brand, has been issued in the form of a FDA safety alert, dated may 1999, entitled "hypotension and bedise leukocyte reduction filters". Unless substantially significant info becomes available, this constitutes a final report.